Event description:
It was reported that the pump would not turn on despite pressing the button. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.